Event description:
As reported, approximately 5 years and 2 months post the initial right reverse total shoulder arthroplasty, the patient presented to the surgeon's office with complaints of pain and decreased range of movement. Upon examination and imaging review from previous post-op, and the recent office visit x-rays, and according to the implant record with a standard baseplate being used, it appeared the glenosphere was not completely engaged and down on the baseplate. However, the locking screw was still engaged and gave the surgeon a false feedback in the initial surgery that the implant was down and secure. The implant was not down completely and secure, and over time the glenosphere locking screw disengaged from the mechanism and the glenosphere implant leveraged off of the glenoid baseplate. There was/is evidence of humeral poly liner wear and bone resorption/osteolysis around the implants. The patient was revised, and during the revision, the patient's shoulder joint and surrounding tissue showed metallosis. The joint and tissues were debrided. The broken and disengaged implants were removed. The humeral stem was tested for stability. The glenoid baseplate showed to be stable, so the surgeon re-implanted a reverse glenosphere, locking screw, humeral tray, and liner. The patient's shoulder joint was irrigated well and closed. All fragments, parts and pieces were removed. There was a 5-15 minute delay as the surgeon had to spend extra time cleaning out/debriding the joint and surrounding tissue. The surgeon took extra time to make sure that the glenosphere was engaged onto the baseplate before inserting a new glenosphere screw. The patient left the operating room stable. The patient required prolonged hospitalization as a direct result of this issue.